Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed two sections on the distal end of the instrument main tube with material removed, directly above the proximal clevis. Engineering also observed another section approximately three inches above the proximal clevis where material had also been removed. It was determined that the abrasions to the main tube were most likely caused by a defective cannula accessory. No other damage was found. The site has previously returned defective cannulae and the following medwatch reports were created for the defective cannulae: MFR. Report #2955842-2006-00300, MFR. Report #2955842-2006-00301,MFR. Report #2955842-2006-00302,MFR. Report #2955842-2006-00303,MFR. Report #2955842-2006-00304,MFR. Report #2955842-2006-00305.

Event description:
It was reported that the bipolar maryland forceps instrument had abrasions on its main tube, which were caused by a defective cannula. No additional information was provided. No patient harm, adverse outcome or injury was reported. The following medwatch reports were created for the instruments with related complaints used at the same facility. MFR. Report #2955842-2006-00307, MFR. Report #2955842-2006-00308, MFR. Report #2955842-2006-00309,MFR. Report #2955842-2006-00310,MFR. Report #2955842-2006-00311.